Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer stated that the pump segment separated and leaked from the lower fitment during patient use. There was no patient harm.

Event description:
The customer stated that the pump segment separated and leaked from the lower fitment during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the silicone tubing separating from the lower fitment was confirmed. Visual inspection of the set showed the silicone pump segment was separated from the lower fitment. The lower retainer ring was in place around the end of the separated tubing. There were no signs of damage to the upper or lower fitment, or to any other portion of the set. The silicone tubing was able to be securely re-attached to the lower fitment. While gripping one fitment in each hand and firmly pulling in opposite directions, the tubing and retainer ring were able to again be detached together from the lower fitment. The cause of the leak was determined to be the separation of the tubing. The root cause of the separation was not determined.